Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). While using the benchmark the physician observed vasospasms. While attempting to remove the benchmark, the physician experienced difficulty and found that the benchmark fractured in the brachial artery. The fractured benchmark was removed via transfemoral access using a neuron max 6f 088 long sheath (neuron max). No additional information regarding the completion of the procedure was provided.